Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported not being able to adjust stim. Patient kept repeating "its not working" when pss tried to ask further questions patient reported "I am tired of repeating myself just tell them the unit is dead." A problem with the recharger was reported. Dog chewed. The patient reported no stim sensation. It was further reported that the battery had been depleted for over 1 year and they have been trying to work with their physician regarding replacement. Additional information was received from a healthcare provider (hcp) and it was reported that the implantable neurostimulator (ins) was no longer working. It stopped working in 2011 or 2012. The hcp wanted to put another ins in but the patient said no as he had mersa, infections, a lot of issue including loss of leg. There was no information regarding symptoms were related to ins.